Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of the implantable pulse generator (ipg) was depleting faster than expected. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.